Manufacturer narrative:
(B)(4) issued MFR. Report # 1531186-2013-03262 indicting the date facility / importer was aware as (B)(4) 2013. The correct date is (B)(4) 2013.

Event description:
Provider states the irc1730 aerosol compressor will not start